Event description:
The instrumentation was implanted on 10/21/91. It was reported that the right transverse process of 19 fractured while applying a hook. A hook was subsequently placed over t8. Medical records dated 11/7/97 state that the pt has a broken rod. Pt has elected to not have the instrument explanted. Pt complains of pain.